Event description:
During two endoscopic retrograde cholangiopancreatographys (ercp), the physician used two cook fusion omni ercp catheters. In both procedures, the quire guide stripped out of the catheter so badly it pulled out the wire from the duct, causing the physician to loose access. The physician recannulated using a sphincterotome instead. See mdrs 1037905-2013-00161 and 1037905-2013-00162. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved could not confirm the report as it was described. When received, the catheter was stripped 80 cm from the proximal port. The wire guide remained in the catheter. The wire guide would move freely. There was a severe bend in the quire guide approx 54 cm from the proximal end. There was a twist in the tubing at approx 60 cm from the proximal port. The twist is approx 360 degrees. There was rippling of most of the 80 cm of the catheter that was already zipped through. During our laboratory analysis, the catheter was flushed with water and was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). No resistance was encountered during the zip exchange of the remaining 86 cm of the zip channel. During the zip exchange, wire guide access was not compromised. Once the zip exchange was complete, the device was visually inspected. The section that zipped during our laboratory analysis did not have any rippling or fraying. A functional test could not be performed on the 80 cm section of the catheter that had been utilized. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions, such as pt anatomy, endoscope position, or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance in wire guide and wire guide lumen separation can occur if the catheter becomes damaged (ie, kink or bend). A kink in the catheter can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the catheter. If the elevator of the endoscope is placed in the closed/up position with the catheter inside the accessory channel, this could cause a kink in the catheter and lead to wire guide and wire guide lumen separation difficulty. Instructions for use states for best results, wire guide should be kept wet. Prior to distribution, all fusion omni ercp catheters are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.